Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown blade - unknown lot number. Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgery for the femoral trochanteric fracture was performed on (B)(6) 2015. After a j-pfna blade was inserted, the surgeon tried to withdraw the impactor. However, the impactor could not be disconnected. The surgeon tried to disconnect the impactor by hitting and rotating the device, but while doing so, the tip of the blade got protruded out from the femoral head. Furthermore, the impactor was broken from 2cm from the tip, and because the broken piece was short and still connected to the blade (only 1cm of the piece was out from the connecting part), the piece could not be extracted and had to be left remained in the trochanter. The surgery was completed with 30 minutes surgical delay. Since the blade is still not locked to fix the femoral head, there is a risk of the head rotating, and the fact that the piece remaining in the body might cause a pain. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional product codes for this report include hwc. The device was not explanted. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per surgeon, the x-ray was not reviewed properly in order to confirm blade lockage. As a result, the blade remained unlocked. Attempting to withdraw the impactor without disconnecting the blade could have fatigued the metal impactor tip (according to the surgeon).